Manufacturer narrative:
It was reported a catheter separated at the sampling port while in the patient. The catheter had been in place for two weeks with no issues and was secured with a stat lock. The account stated the catheter had been accidently pulled on and broke. It is unclear if the catheter was pulled by the patient, staff or accidently became entangled and pulled. Staff was able to remove the piece that protruded from the tip of the urethra by gently pulling it. A new catheter was placed without issues. The sample was returned and the complaint confirmed. A root cause has not been determined; however it is possible the statlock may have nicked the catheter, contributing to tearing when the catheter was pulled on. Due to the reported incident and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a foley catheter broke while in patient.